Event description:
It was reported that the customer's device was intermittently powering itself off. This issue was observed during testing and there was no patient use associated.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and was unable to duplicate the reported failure. Proper device operation was observed through functional and performance testing and the device was returned to the customer for use. The cause of the reported power issue could not be determined.